Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw2184 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported they found the device not working confirmed by an rx for control. No other information was provided.